Event description:
It was reported that the patient heard high urgency device alert tones, and an alert was recorded by the device. The cause of the alert is unknown. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient heard high urgency device alert tones, and an alert was recorded by the device. The cause of the alert is unknown. The device is still in use. The device has reached elective replacement indicator (eri) and has been explanted, replaced and returned. No patient complications have been reported as a result of this event.